Event description:
Information was received indicating that upon opening an ez deflate pressure cuff to a smiths medical level 1® h-1200 fast flow system was found failed upon opening the package. The needle of the manometer on the pressure chamber was noted to be missing. There were no reported adverse effects.

Manufacturer narrative:
Evaluation results: one h2 ez deflate pressure cuff (accessory to the level 1 trauma fast flow) was returned for investigation in good condition. Visual inspection revealed that the needle come off from the gauge. After disassembling the pressure cuff, the investigator noticed that the gauge was damaged from the inside. The customer reported product problem (missing needle of the manometer on the pressure chamber) was confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The pressure gauge was replaced.